Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving an alert for high impedance. The physician had reprogrammed the device. The patient had not experienced any adverse consequence. The lead remained implanted.